Event description:
It was reported that the blood was clotting with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. This occurred on 30 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the user complained that clotted samples were found into the vacutainer tubes after mixing of blood and anticoagulant. Fyi, they used 43 pcs of the vacutainer tubes and the problems were found in 30 pcs of them. Rh lab returned 357 pcs to us and 23,000 pcs are on hold in rh store.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sample quality with the incident lot was not observed. Additionally, testing of the customer samples was performed and sample quality was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood was clotting with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. This occurred on 30 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the user complained that clotted samples were found into the vacutainer tubes after mixing of blood and anticoagulant. Fyi, they used 43 pcs of the vacutainer tubes and the problems were found in 30 pcs of them. (B)(4) lab returned 357 pcs to us and 23,000 pcs are on hold in (B)(4) store.